Event description:
It was reported the patient's blood glucose level rose to 19 mmol/l (342 mg/dl) while wearing the pod between 4 and 24 hours on the arm.

Manufacturer narrative:
No alarms, timeouts, nor drive stalls were observed in the data. A leak test was performed on the device, and no leaks were observed along the fluid path. No damages were observed to the device that would cause leaking during wear. No damages were observed to the device that would cause skin irritation. The cause of this event could not be determined. The soft cannula was observed to be damaged. It could not be determined when this damage occurred. This damage did not result in any leaks, so this would not contribute to the device leaking during wear. It could not be determined if this damage contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.